Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient called again and was reporting the same information that her device was not working, and she wanted it taken out. The patient was very upset. The patient was and advised to follow up with healthcare provider (hcp). No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a loss of therapy. The patient reported that ¿my machine wasn¿t working, I¿m peeing every second and I¿m at the doctor (B)(6)¿s office now.¿ the patient reported that this started ¿not too long after I had the thing.¿ the patient reported no falls or traumas. The patient reported that the patient programmer wasn¿t working and that this started in 2016. The patient reported that she would ask the doctor¿s office for new batteries. The patient reported that her stimulator ¿moves up and down when I sit down and it irritates me and I have to sit a certain way.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.